Event description:
A customer observed negatively biased phyt qc results on the vitros 950 analyzer. Based results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed multiple customer errors. The customer is not following ocd recommended procedure for control fluid handling, by not routinely warming control fluids to room temperature. It was also discovered, that the customer was interchangeably using two different lots of immunowash fluid using the same calibration. The ocd instructions for use for iwf indicate that a new calibration is required for each change in iwf lot. It was further noted, that the freezer door latch was broken causing temperature fluctuations in the storage of slides, calibrators and control fluids. Replacement calibrators and slides are being provided to the customer. Recalibration and use of the replacement product is anticipated to resolve the issue. User error was the root cause of this event.